Event description:
It was reported to covidien on 05/04/2009 that a customer had an issue with a dialysis catheter. Customer states a foreign matter was found inside tube of the pd catheter and external short tube. The physician disposed it by cutting the section of tube of pd catheter and connected to a new titanium adapter and new external short tube. Customer states, a foreign matter was found again inside tube of the pd catheter and external short tube and there was no evidence of peritoneal infection. The patient was sent to hospital and stayed for peritonitis antimicrobial treatment due to peritoneal infection. Physician cut the pd catheter with foreign matter inside shorter again and connected to a new titanium adapter and new external short tube.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.